Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump had difficult to press and stick upon pressing. The customer¿s blood glucose level was unknown. The customer stated that the scratches on the display screen making it sometimes difficult to read display and impacting blousing, small fractures on casing of insulin pump. The insulin pump was loud during rewind process and is taking much longer to rewind. The device will not be returned for the analysis.